Event description:
The customer stated that his blood glucose was tested while he was at the doctor's office. The doctor's meter read 96 mg/dl, while the customer's contour read 293 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. The customer insisted the meter be replaced. Replacement products were sent to the customer.